Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure in 2011. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure (B)(6) 2010 due to instability. Operative report noted the presence of impingement and a fractured polyethylene liner. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And " fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." And "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-047717 & 2015-01867 / 01868).